Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported the patient presented with a ruptured aneurysm on the anterior communicating artery (acom) underwent an endovascular embolization procedure. During the procedure, the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 7258220) was placed in the target position, then the physician attempted to release the stent, but the stent could not be completely opened. The physician retracted the stent and switched to the second stent, a 4mm x 30mm enterprise 2 stent (encr403012 / 7115179) but encountered the same issue with the stent unable to be opened completely. A third stent (competitor brand) was used and the procedure was successfully completed. The concomitant microcatheter was not replaced. There was no report of any negative patient impact. Four (4) photos were included in the complaint file. The product analysis lab reviewed the four (4) photos that were included in the complaint. [Photo review]: the photos were reviewed. In one of the photos, it was noted that the stent component is partially inside the introducer and one of the ends was noted to be completely flared; the stent was noted detached from the delivery wire. No damages were noted in the stent. The rest of the device was not able to be evaluated. The rest of the pictures provided only show the outer packages. The issue documented in the complaint could not be evaluated because the stent component was shown partially inside of the introducer. This investigation was performed based only on the photo provided. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was already detached from the unit. The delivery wire and the introducer were returned for evaluation; both were found to be in good condition (i.e., no kinks, no fractures, and no separations). The stent component was inspected under a microscope. It was observed that both distal ends are bent. One of the distal marker bands was noted to be twisted, but there were no broken struts observed. The stent was observed to be fully expanded. The reported issue documented in the complaint that the stent was unable to be opened completely was not confirmed. It is possible that the marker bands may have converged together but apposed to the vessel wall. The stent detachment was not originally reported in the complaint, but it was observed in the one of the photos that was included in the complaint. This detached condition most likely occurred when the stent was being retracted. The bents noted on both distal ends of the stent were not originally reported in the complaint nor observed in the photo provided. The exact time when the bents occurred cannot be determined based on the information available. Even though the stent was found with bents, they do not factor in the reported issue of the stent's inability to open experienced during the procedure since it was found fully expanded during the analysis. There may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7115179. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found (c19)¿ code was used in the investigational findings because the reported issue that the stent was unable to be opened completely was not confirmed. This code corresponds to the code ¿no problem detected (d14)¿ code in the investigation conclusions. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00822 and 3008114965-2022-00823. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 17-jan-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00822. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab reviewed the four (4) photos that were included in the complaint. [Photo review]: the photos were reviewed. In one of the photos, it was noted that the stent component is partially inside the introducer and one of the ends was noted to be completely flared; the stent was noted detached from the delivery wire. No damages were noted in the stent. The rest of the device was not able to be evaluated. The rest of the pictures provided only show the outer packages. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7115179. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint could not be evaluated because the stent component was shown partially inside of the introducer. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. (B)(4). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00822 and 3008114965-2022-00823. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported the patient presented with a ruptured aneurysm on the anterior communicating artery (acom) underwent an endovascular embolization procedure. During the procedure, the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 7258220) was placed in the target position, then the physician attempted to release the stent, but the stent could not be completely opened. The physician retracted the stent and switched to the second stent, a 4mm x 30mm enterprise 2 stent (encr403012 / 7115179) but encountered the same issue with the stent unable to be opened completely. A third stent (competitor brand) was used and the procedure was successfully completed. The concomitant microcatheter was not replaced. There was no report of any negative patient impact. Four (4) photos were included in the complaint file.